Event description:
A medtronic representative reported that, while in a sinus procedure the navigation system became unresponsive in the ent application. It was noted that the system had been on for a period, but not in use, when it became unresponsive. A re-boot returned the system to normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier not provided by site. Patient files/exams not returned to manufacturer for evaluation. Patient files/scans not received.

Manufacturer narrative:
A medtronic representative reported that she upgraded the system to media io 3.16 and then did a successful cranial case. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.